Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: 16cfu bacterial identification: coagulase-negative staphylococci the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: charged coupled device cover lens, discoloration. Suction cylinder, scratched. Switch section, key top 1(annual preventive maintenance). Connector, broken. Angulation, less or specified value. Distal end, biopsy channel (annual preventive maintenance). However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device passed leak testing. The detergent used was anios. The customer brushed the instrument/suction channel, and suction cylinder. The device was rinsed prior to manual disinfection and the disinfectant used was oxizyme. All channels were flushed and immersed in the disinfectant. The quality of rinse water used after disinfection was filtered water. The concentration and expiration date of the disinfectant was controlled. The device was dried and stored in a typhoon. The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope 41 colony forming units (cfu) of pseudomonas aeruginosa. . All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.